Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, and displacement test. However, insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. Insulin pump was received with minor scratches on the lcd window. Insulin pump was also received with cracked battery tube threads and a belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had impossible cracks near the battery compartment of the insulin pump.